Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the severely tortuous and severely calcified aneurysm. Four interlock-35 coils of different sizes, namely, 12mmx20cm, 12mmx40cm, 10mmx40cm, and 15mmx40cm, were selected for use. During the procedure, it was noted that the coils became stuck in the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the coils protruded from the tip of the catheter. The procedure was completed with a different device. No patient complications were reported. It was further reported that the coils became stuck in the middle part of the catheter. Upon removal together with the catheter, the coils did not protrude from the tip of the catheter.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the severely tortuous and severely calcified aneurysm. Four interlock-35 coils of different sizes, namely, 12mmx20cm, 12mmx40cm, 10mmx40cm, and 15mmx40cm, were selected for use. During the procedure, it was noted that the coils became stuck in the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the coils protruded from the tip of the catheter. The procedure was completed with a different device. No patient complications were reported.